Manufacturer narrative:
An evaluation of the reported device could not be performed as it was discarded by the facility. The cellfina disposable kit lot number associated with this event was provided, and a lot complaint history review of the device found complaint levels on this lot to be less than 1%. A device history review was performed and devices met all requirements. No non-conformance or other issues were observed that could have contributed to the reported issue. A trend analysis of the reported issue of "blade breaks" showed no signal has occurred within the past 12 months. Attempts to obtain additional information regarding the event were performed on (B)(6) 2019; however, no additional information is available at this time. Should additional information be obtained, a supplemental report will be filed.

Event description:
A customer reported on (B)(6) 2019 that the blade in two cellfina disposable kits broke about a minute into the procedure. This is report one of two. The blade did not break while inserted into the patient and there was no injury.